Event description:
2 of 3 reports. Other mfg report nunbers: 3014334038-2022-00166, 3013886523-2022-00345. A facility reported a patient had been monitored for 5 days and there were no problems. The pressure was really high and they decided to perform a decompressive surgery. They zeroed the new sensor (successfully inserted it in the parenchyma) and after that the value of the icp moved from +5mmhg to -50mmhg. Immediately afterwards there was the alarm "change cable or sensor". They changed 2 sensors and 2 cables, they changed also the cerelink monitor but it still gave the same alarm. At the end they switched the cerelink off and they brought patient to the ICU. After 3 hours, they switched it on and it started working correctly with icp at +14mmhg. The event led to a significant surgical delay (2 to 4 hours).

Manufacturer narrative:
Cerelink sensor was not returned for evaluation. A corrective and preventive action (CAPA) was opened to investigate the failure mode "out of range reading". The root cause investigation will be captured and communicated under that action.